Manufacturer narrative:
D10 concomitant product: scgaa, reusable generator a scgaa (serial # (B)(6)); scda39, ultrason dissect scda39 curved jaw 39cm (lot # 41910194x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 20 minutes during a procedure, there were issues with the dissector and generator, including frequent red light indicators and the device cannot be used normally. There were no detached parts noted. After replacement of the blade, the same issue persisted. The problem was resolved after replacing both the blade and the generator, and normal function was restored. There was no patient injury. Medtronic's initial evaluation of the incident device found that the spring and mandrel cap had disengaged from one of the dissectors and were not returned.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 20 minutes during a procedure, there were issues with the dissector and generator, including frequent red light indicators and the device cannot be used normally. There were no detached part noted. After replacement of the blade, the same issue persisted. The problem was resolved after replacing both the blade and the generator, and normal function was restored. Nothing fell on patient's cavity and there were no interventions performed due to the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the spring and mandrel cap had disengaged from one of the dissectors and were not returned.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the spring and mandrel cap had disengaged from the device and were not returned. Damages were observed at the generator horn interface. It was reported that there was no activation during procedure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.